Event description:
The unit was being set up to provide therapy for an infant. While going through the set up in step #1 an error code was displayed and would not allow the staff to continue the set up. The rn contacted the sales rep who tried to troubleshoot with the rn. They were not able to correct the problem and biomed was contacted. During the troubleshooting with biomed and vapotherm it was discovered that the unit would read 100% oxygen with only an air line hooked up. The vapotherm was sent back to the OEM original equipment manufacturer for evaluation. Vapotherm discovered the air and oxygen sensors had been wired incorrectly either during an upgrade or at time of manufacture. They have told us verbally they are changing their testing processes.====================== manufacturer response for nebulizer, precision flow======================they found the air and oxygen sensors wired incorrectly and have made corrections. They have also stated they are changing their testing process